Event description:
Welch allyn customer reported their acuity central station viewsonic display failed. Welch allyn replaced the display. There was no report of any harm as a result of the reported event.

Manufacturer narrative:
Our evaluation of this incident is not yet complete. A follow-up report will be submitted when the evaluation is complete.